Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on his insulin pump. Customer's blood glucose level is 159 mg/dl. She said that she was sweating a lot, and that the menu was damp. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.